Event description:
The patient presented for a device change due to normal eri, pre-operation scan revealed externalized conductors. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.